Manufacturer narrative:
This report is submitted on 12 apr 2021.

Event description:
It was reported that the patient experienced an infection which was treated with antibiotics. However, the issue could not be resolved and the device was explanted on (B)(6) 2010.